Manufacturer narrative:
There are no complaints or allegations of system or component failure relating to the nalu system. Explant was performed due to the patient's medical condition.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2024. Patient later received an unrelated medical diagnosis requiring frequent MRI scans. On (B)(6) 2024 the nalu system was surgically explanted due to the need for MRI scans.